Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a pulsed field ablation procedure, the catheter array inverted leading to a kink in the catheter. It was also reported that the wire could not be adjusted. The catheter was replaced which resolved the issue. The case was completed with pulsed field ablation. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the pscc100 loop catheter with lot number 0012350771 was returned and analyzed. Visual inspection was performed and the loop catheter appeared intact without any issues. The array and coil had no knot and they were all in the same plane with a 20° angle. Data from the catheter identification chip confirmed usage on the reported event date. The catheter was reprogrammed before connection to the generator via a catheter interface cable, and therapy deliveries were successfully performed. Steering function was normal, with the distal catheter tip responding with approximately 170° rotation in both directions. The catheter was received without the guidewire threaded through it and no separate guidewire was received. Prior to the guidewire insertion, the guidewire lumen of the catheter was flushed using a decontamination solution. A test guidewire was inserted proximally through the luer and threaded along the guidewire lumen of the catheter. The guidewire was extended beyond the tip and retracted without any issues. The guidewire was inserted distally through the distal tip of the catheter and threaded along the guidewire lumen of the catheter. The guidewire was extended beyond the proximal end of the luer and retracted without any issues. X-ray imaging confirmed the guidewire lumen and the junction between the luer outlet and the guidewire lumen proximal end were free from any obstruction. The slide control function was stiff despite softening of the guidewire lumen using disinfectant to dilute potential dried blood. The sliding stroke was limited to a third of the total slide. The shaft was re-aligned, consequently the guidewire lumen and the steering wire, and sliding control knob retested. The sliding mechanism retrieve a normal functional state and it was possible to retract the catheter back and to extend to full stroke of the sliding distance. Upon full advancement of the slide control to extend the guidewire lumen, no kinking was observed along the extended portion. Steering function was normal, with the distal catheter tip responding with approximately 170° rotation in both directions. There was no kink or damage on the shaft. The guidewire lumen was likely stuck due to dried blood, saline, or contrast. An attempt to soften the guidewire lumen using disinfectant to dilute potential dried blood helped and the sliding mechanism worked. Dissection of the shaft proximal to the array showed blood inside shaft and on the guide wire lumen. The coagulated blood was the cause of the guide wire lumen to be stuck and sliding mechanism not working. In conclusion, the reported inverted array, kink, and guide wire compatibility with the catheter issues were not confirmed through analysis and the loop catheter passed the returned product inspection. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.